Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following skin closure on a foot procedure, there was wound dehiscence 1-2 weeks after the surgery.